Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The low rotations per minute was due to worn out vanes due to normal wear over time. The cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. The assignable root cause was determined to be due to wear from normal use and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the motor device had a hole n the hose near the muffler, operates in safety and the rotations per minute were below specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.